Manufacturer narrative:
The epic valve reportedly leaked following implant and replaced intra-operatively. The patient was reported to have died four days later. The investigation confirmed the nodule noted at explant on cusp 3, which was determined by pathology to be an area of focal fibrous thickening. This is consistent with a nodule of arantius, which is a normally occurring anatomical structure present near the center of the free edge of aortic valve cusps. Microscopic folds were found in cusp 1. No inflammation or significant calcifications were present. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The epic valve reportedly leaked following implant and replaced intra-operatively. The patient was reported to have died four days later. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received from the field. Tissue appeared to be present on one cusp, but due to the clarity of the photo the nature of this tissue could not be defined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Hydrodynamic testing at the time of manufacturing indicated the valve functioned normally, with proper cuspal coaptation. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 29 mm epic valve was selected for implant. After the device was implanted an intra-valvular leak was observed during the final echocardiogram. The device was explanted and replaced successfully with another 29 mm device resulting in an hour delay in procedure. Upon explant the physician observed a nodule on the leaflet. On (B)(6) 2019, 4 days later, the patient died. The user alleges the additional procedure and bypass time contributed to the patient's death